Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the contralateral iliac vessel. The physician was extending an iliac graft from a previous aaa procedure. An 035/260/1 amplatz super stiff¿ guide wire crossed the iliac bifurcation using a non-bsc sheath. However, the wire would not advance further. The physician pulled the device back out through the sheath and when removed it was noticed that the guide wire had become damaged and the blue outer coating of the distal end of the device had completely come off from the inner core of the wire. No parts were left inside the patient. The procedure was completed with another of the same device. When the non-bsc sheath was removed, it was noted the section that crossed the bifurcation had buckled and was crushed up on itself. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The visual inspection was performed which presented the body bent along the wire, and the distal tip damaged with corewire broken next to the ballweld. Moreover, no evidence of damages on the coating of the wire were found. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the contralateral iliac vessel. The physician was extending an iliac graft from a previous aaa procedure. An 035/260/1 amplatz super stiff guide wire crossed the iliac bifurcation using a non-bsc sheath. However, the wire would not advance further. The physician pulled the device back out through the sheath and when removed it was noticed that the guide wire had become damaged and the blue outer coating of the distal end of the device had completely come off from the inner core of the wire. No parts were left inside the patient. The procedure was completed with another of the same device. When the non-bsc sheath was removed, it was noted the section that crossed the bifurcation had buckled and was crushed up on itself. No patient complications were reported and the patient's status was stable.